Event description:
Customer called in 2002 alleging that meter would not power on. Customer attempted unsuccessfully to power the meter on by inserting a test strip. Customer was unable to obtain a blood glucose result. Customer reported feeling blood sugar dropping and feeling shaky, weak and nauseated. Customer reported treating self by eating an "egg". No medical treatment beyond home care was reported. Issue was not resolved. Ccr replaced meter. No adverse event or injury occurred.